Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted the item was not received. It was reported the device is bent and broken. No service history review can be performed as this is a lot controlled item.

Event description:
It was reported that, on an unknown date, the spring back mechanism for the rib expansion pliers was found to be broken and bent. It was reported that this event did not contribute to death or injury. It was also reported that the device did not malfunction during surgery. No patient involvement. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation is on going; no conclusion could be drawn as no device was returned. A review of device history records states that parts conformed to all requirements. No irregularities were found during device history record review. The material is corresponding to the specifications. The hardness was measured at the time of the manufacturing and was found to be good. Placeholder.

Manufacturer narrative:
(B)(4).